Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 7 events were duplicated during testing. Five devices were found to be affected by compromised lubrication. One device was found to be affected by internal corrosion. One device was found to be affected by internal corrosion and compromised lubrication. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device overheated. There was no patient involvement; no patient impact.